Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. The event history log revealed that there was a service due message. The customer's reported problem was verified. The pump was found to be displaying "service due" alarm message during the investigation. The clock battery will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed an error message. There was no reported injury to the patient.